Event description:
My name is (B)(6) and I am writing this letter to submit a formal ethics complaint against (B)(6) institute. This complaint is in regards to dr. (B)(6) negligence as a physician and the lapse by (B)(6) to rectify his life changing misconduct. In (B)(6) 2018 I went into (B)(6) university medical center's (B)(6) institute because I began noticing that headlights at night appeared to be brighter than usual. I work as a teacher during the day, and work at night during security. After scheduling my appointment at (B)(6) I had an initial intake with two doctors one of which was dr. (B)(6). Both examined me and noticed that I had the beginnings of small cataracts. After running in examination, dr. (B)(6) stated there were no further action to take, as my vision did not warrant it. Later in this same visit, dr. (B)(6) entered the room and introduced himself. Unknown to me at the time, dr. (B)(6) was completing his residency at (B)(6) institute. After briefly reviewing my information and examining my eye, he confirmed that there was a small cataract. After his confirmation dr. (B)(6) immediate suggestion was to replace my natural lens with a multi-focal lens. He explained that this would solve my issues with headlights at night while at the same time allowing me to see going forward without having the need for distance glasses. Dr. (B)(6) then explained that this lens was the latest technology, and bragged that it would take him less 15-20 minutes to complete. Dr. (B)(6) further explained that there might be a chance that I would need reading glasses for fine or small print, but again I would not need glasses outside of this. (B)(6) went as far as quoting the price of the lenses stating they were "over (B)(6) dollars". He also stated that his access to these new "special lenses" was temporary and I should take advantage while he had them. He purposely said this to create a sense of urgency regarding surgery. I expressed hesitation after speaking with dr. (B)(6) as well as not having any other issues visually. My test didn't show any other eye abnormalities so I didn't understand the rush. (B)(6) replied that he had seen and done this many times over without issue and this was the time to "fix it". He also stressed the urgency to do this procedure "because its only going to get worse". I paused for a moment thinking over the prospect of surgery on my eye and now worried about it getting worse. Seeing my hesitation (B)(6) asked the bases of my uncertainty. I explained my apprehension to eye surgery as well as what the two previous doctors said. It was at this time dr. (B)(6) reassured me that, he was more informed on this matter, that this procedure was simple, and that this decision was the only solution. Dr. (B)(6) left my examination room to speak with dr. (B)(6) privately and without me present. Dr. (B)(6) then entered my room and signed off on (B)(6) request. After being assured by both doctors that this surgery was necessary and strongly advised by (B)(6), I agreed to do this seemingly "simple" procedure. My day-to-day life is has become immensely difficult attempting to see through my natural lens and this implant. I now see through completely different visions. It was worse at night as the halos in my right eye make it difficult to see or drive. To this day over a year later, I have issues with hand eye coordination and headaches from the two competing viewpoints, I haven't been able to work or go out during the evenings anymore and have had to apply for disability. The decision to have this procedure done was a huge mistake guided by dr. (B)(6) lack of information, patience, and (B)(6) hospitals overall negligence. FDA safety report ID # (B)(4).